Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no insulin seen exiting the tubing during fill tubing. Tandem's technical support guided the customer through the load process, filled tubing, and successfully resumed insulin delivery. There was no reported impact to blood glucose.